Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nasogastric tube had a hole in it and was not allowing proper suction. Basically, it was the oval opening the blue tube came out of. Nurse said a doctor taped it up and it began working properly. So, they felt this gap should be sealed off rather than being left open. Nurse felt they likely have an educational opportunity and need to get that addressed. They looked at a competitive nasogastric tube and it had a very similar design, therefore they felt it may be some kind of misunderstanding on the user's part. Per follow-up via email on 05jun2023, customer stated in order to get the product to function, they had to wrap tape around the area of complaint.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used nasogastric tube. Visual inspection of the sample noted no hole was observed at the oval opening of the tube that connects the blue bubble tubing. This does meets specification per drawing. No root cause could be found because the reported event was unconfirmed. A DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that nasogastric tube had a hole in it and was not allowing proper suction. Basically, it was the oval opening the blue tube came out of. Nurse said a doctor taped it up and it began working properly. So, they felt this gap should be sealed off rather than being left open. Nurse felt they likely have an educational opportunity and need to get that addressed. They looked at a competitive nasogastric tube and it had a very similar design, therefore they felt it may be some kind of misunderstanding on the user's part. Per follow-up via email on 05jun2023, customer stated in order to get the product to function, they had to wrap tape around the area of complaint.